Manufacturer narrative:
Device details unavailable at the time of this report, this report is submitted on (B)(6) 2018, by (B)(4).

Event description:
Per the surgeon the device was explanted due to the patient experiencing a reaction to a foreign body.